Manufacturer narrative:
(B)(4). Clayton welsh, peyton hull, teerin meckmongkol, aadil mumith, john lovejoy, charles giangarra, & melanie coathup (11 may 2023) osseointegration reduces aseptic loosening of primary distal femoral implants in pediatric and adolescent osteosarcoma patients: a retrospective clinical and radiographic study. In european journal of orthopaedic surgery & traumatology. Https://doi.org/10.1007/s00590-023-03590-2. D10 - medical product: unknown femoral component catalog # unknown lot # unknown. Unknown tibial component catalog # unknown lot # unknown. Multiple MDR reports were filled for this event: 0001825034-2024-00231 and 0001825034-2024-00240. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as cancer treatments and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. The complaint indicates a dehiscence of the wound occurred without the need for implant exchange. H3 other text: device remains implanted.

Event description:
It was reported in a journal article that one patient experienced a postoperative wound dehiscence. The wound was closed with no disruption to the implant. Attempts to obtain additional information have been made; however, no more is available.